Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following : it was reported by customer that the tubing is breaking at the blue square piece that you put into the pump.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25095215 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.